Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008,product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 37081, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type extension; product ID 37081, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient's device was explanted due to severe infection on the implantable neurostimulator (ins) and lead that radiated to the spine area. The patient received antibiotics intravenously for 8 weeks. The reporter indicated that the patient's current device was working fine and he was getting great coverage. No further information was reported.